Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, loss of capture was noted on left ventricular (lv) lead. It was suspected the lead dislodged. The lv lead was capped and a new lv lead was placed to resolve the event. The patient was stable.